Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - poor sensing values were observed via home monitoring. During the follow-up on (B)(6), atrial sensing was not measurable, ventricular sensing was normal but partially without capture. During the x-ray examination, lead dislodgement was detected. A revision was performed, and the lead was exchanged. The lead was not returned and the date of explant was not provided.